Event description:
It was reported that the patient underwent tlif surgery from the right side using unilateral screws, rhbmp-2/acs, and interbody cage. Post-op the patient woke with left leg pain. The surgeon reports a possible reason that rhbmp-2/acs irritated the nerve root resulting in radiculopathy.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.